Event description:
Procedure: cystoscopy with circumcision of the right ureteral orifice, hand assisted right laparoscopic nephroureterectomy. Reportedly, during the procedure the vena cava was lacerated. Therefore, the surgeon had to convert to an emergent open procedure in order to clamp and repair the structure. After vascular control had been achieved, the laceration was closed, the procedure was completed, and the pt was moved to the recovery room in satisfactory condition.